Event description:
The homecare patient reported the device did not deliver. On an unspecified date and time, the pump was programmed to deliver an unspecified concentration of zosyn, in the intermittent mode, in ml, with a dose amount of 103ml, an infusion time of 30 minutes, every 6 hours, and a total of 4 doses. No further programming parameters were provided. In 2008, at an unspecified time in the morning, the patient noted the solution container was full and that the evening dose had not been delivered. No audible alarms were noted. There were no reported adverse patient effects. No medical interventions were required. The device was removed from clinical use. Therapy was resumed using a replacement pump. Through requested, no additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted.